Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that when the customer was on vacation he jumped into the pool and then his insulin pump was acting really weird. The caller stated that the customer had high blood glucose of 635mg/dl, pain on his legs, and went to the hospital two weeks ago. The wife stated that his blood glucose is better after receiving lantus and novolog insulin from the hospital. The caller mentioned that the device was vibrating and alarmed as well had a constant tone. Advised the wife to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump received with unresponsive buttons due to corroded keypad connector. Corroded motor assembly and corroded electronic assembly noted during visual inspection. Unable to complete functional test including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test due to unresponsive buttons. Cracked lcd display window corners and cracked reservoir tube noted during visual inspection. Unable to test for alarm due to unresponsive buttons.